Event description:
It was reported that there was a revision of a rod due to pain in the left hip, difficulty standing and necrosis of the left femoral head. Revised to a total hip.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
Evaluation summary: a physical examination could not be carried out as the device was not returned to the manufacturer for evaluation. A review of the device history records could not be carried out as the product data of the reported implant is unknown. However, the reported event was confirmed after review of the clinical record provided. Based on the clinical record, the patient suffers from multiple diseases and has sustained multiple falls. It can be assumed that there is a relationship between the observations above and the reported event. No implant failure was reported. In addition, no implant failure is visible on the x-rays provided. Thus, the root cause of the reported event is not linked to a deficiency of the device, but is rather considered patient related.

Event description:
It was reported that there was a revision of a rod due to pain in the left hip, difficulty standing and necrosis of the left femoral head. Revised to a total hip.